Manufacturer narrative:
Date of event is estimated. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report: 1627487-2019-10248, related manufacturer report: 1627487-2019-10249. It was reported that patient had loss of effective stimulation due to an unknown reason. It is unknown if the patient experienced any traumas or falls in the recent past. Programming changes were attempted on several occasions however was unsuccessful. The device system was explanted at an unknown date, as a result to resolve the issue. There were no complications during the procedure. Patient was stable.